Event description:
It was reported that a user experienced a libre 3 plus sensor error within the first 12 hours of use, resulting in signal loss to the ilet and triggering an error state on the integrated system. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the event was consistent with an early sensor error with loss of communication to the ilet. It was concluded that the device function was affected by a sensor communication error without evidence of patient harm.